Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed to open the door. The customer reported that the malfunction occurred while dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed. A field service engineer (fse) found the refrigerator was offline and not communicating on the bus. A proper shutdown was performed by turning off the battery and power, allowing it to sit for five minutes before rebooting. Both the fridge and device came back online, and the customer successfully inventoried a few medications. The refrigerator was operational and inventory was completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed to open the door. The customer reported that the malfunction occurred while dispensing medication to the patient and caused a delay. There were no adverse events or injuries reported based on this event.